Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, thrombosis and stenosis are listed in the xience v eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, a 4.0x18mm xience v stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. On (B)(6) 2014, the patient expressed experiencing frequent unstable chest pain with activity. Restenosis of the 4.0x18mm was noted. On (B)(6) 2014, the patient was hospitalized for unstable angina. Reportedly, thrombus was present in the proximal lad stent and another percutaneous intervention was performed as treatment. The event resolved without sequela. On (B)(6) 2014, the patient was discharged. There was no additional information provided.